Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with the aris mesh on (B)(6) 2006. Later patient experienced erosion, infection, pain, has undergone revision surgery and sustained permanent physical and emotional injury.